Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported from the field that the rv lead exhibited low sensing threshold, under and intermittent sensing, and high capture threshold.